Event description:
Facility reports, "that machine air detector alarm sounded with noted bubbles in the arterial bloodline from the patient to post pump chamber and venous chamber. Patient complained of not feeling well and became unrespnsive. Placed in trendelenburg on left side. CPR initiated emergency medical service activated and patient transferred to hospital. Patient expired at hospital. "No sample is available for evaluation.